Event description:
It was reported that rotawire separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator burr and a 330cm rotawire were selected for use. After ablation, it was noted that the middle part of the rotawire was separated when removed. A 2-4mm snare was advanced but the broken parts that remained inside patient could not be taken/grasped. Subsequently, the broken wire was then trapped using a 2.0mm non-bsc balloon and was removed together with a non-bsc guidewire and guide catheter. The procedure was completed using this device. No patient complications reported and the patient was good.